Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tlc75 would not fire. Another tlc75 was used to complete the case. There was no consequence to the pt.